Event description:
Reportedly, the device was explanted after an implant duration of 99.9 months due to stenosis. Per the customer experience report, the surgeon explanted the mitral prosthesis on (B)(6) 2010 because of structural valve deterioration after an implant duration of 8 years and 4 months. Patient presented with symptoms of dyspnea with exercise.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No additional information regarding the patient history, medications or pre-existing conditions has been provided. No operative report, pathology report or echo report is available for review by edwards lifesciences. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. DHR and evaluation summary results have been provided to the customer via letter. Evaluation summary: heavy calcification is detected in the free margins of leaflets 2 and 3. Moderate calcification is detected in the cusp area of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Heavy layer of host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 3 by approximately 5-6mm. Host tissue is minimal to moderate at the stent inflow and the stent outflow. The x-ray demonstrates calcification.